Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial rptr indicated that during an office visit, they were not able to get a generator interrogated. Several attempts were tried, changing the battery in the wand and wand rotation. Another wand was able to successfully interrogate the generator. MFR is pending receipt of the wand for prod analysis.